Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that loss of capture was observed on this right ventricular (rv) lead. The lead was determined to be dislodged and a revision procedure was performed to reposition it. During a check on the day following the revision, loss of capture was observed again along with one episode of noise oversensing. Dislodgment was again suspected. A second revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received that neither dislodgment was confirmed via chest x-ray and that the noise oversensing did not lead to any periods of asystole.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the helix was intact and undamaged but tissue and body fluid were present in the helix housing. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.